Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. Devices analysis revealed no issues and appeared to be in good conditions. The telescope assembly was able to properly pull back, advance, and retract. It was observed that the catheter flushed normally. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was further reported that the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2017-07798 and 2134265-2017-07795. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in a moderately tortuous and mildly calcified left circumflex artery. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a pullback sled. During the procedure, it was noted that the outer sheath also rotated as the transducer rotates. Furthermore, the auto pullback was not recognized and was unable to perform automatic pullback. The procedure was completed using another opticross¿ imaging catheter. No patient complications were reported.